Event description:
It was reported that a balloon leak occurred. The target lesion was associated with approximately 80% stenosis in a mildly tortuous and moderately calcified vessel. A 3.5mm x 120mm x 150cm coyote balloon was selected for treatment. During the procedure, and prior to balloon inflation, blood backflow was observed from the balloon port, indicating that the device may have been damaged. As a result, the balloon could not be used as intended. The device was not inflated, and an alternate device was used to successfully complete the procedure. No patient complications were reported, and the patient was anticipated to fully recover following the event.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).